Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: pump-stop and low speed events were confirmed in the evaluation of the submitted event log file. The submitted log file ((B)(4)) contained data from (b(6) 2020 09:21:31 through (B)(6) 2020 19:42:29. The file captured the pump operating at a fixed speed of 8800 rpm with a low speed limit of 8600 rpm. Motor power, estimated flow and average pi typically ranged from 3.4-6.4 watts, 2.3-7.7 lpm, and 5.8-8.6, respectively. On (B)(6) 2020, several low speed events, low flow alarms, and two pump stops were captured while the patient was supported by the power module. Prior to and after the low speed and pump stop events, the pump appeared to function as intended and no other unusual alarms or events were captured. Based on complaint history and similarly reported events, the data captured in the log file is consistent with a damage wire in the patient¿s driveline; however, a specific cause cannot be conclusively determined through this evaluation. The account reported the patient was having low speed advisories, low flows, and pump stops while on the power module. They were sent home on an ungrounded cable and the customer will continue to monitor the patient. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 17aug2015. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported a suspected short to shield. The patient reported observing low speed advisories, low flows, and pump stops while on power module. The patient was given an ungrounded patient cable. Log file submitted showed 7 low speed advisories and 5 low speed hazard and 2 pump stop. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was sent home on a no ground patient cable and will continue to be monitored. No additional information was provided.